Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the monitor for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor would lose functionality and revert to a black screen shortly after being powered on. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while installing software on the navigation system, the surgeon monitor would intermittently lose functionality. The representative reported that the monitor would experience the same issue when tested with other navigation systems and the issue carried with the monitor. There was no patient present when this issue was identified. No additional information was provided.